Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction and patient death. The device(s) associated with this adverse outcome were returned from an unknown source with no information. No contacts/events regarding the system have ever been received/reported. The serial numbers of the devices are not registered in the manufacture database. Therefore patient information is unknown. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant medical products: 694765 lead implanted: unknown; 407652 lead implanted: unknown. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from an unknown mortuary with no information. The ICD subsequently tested out of specification during manufacturer's analysis. No additional information is available.